Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station had previously been stuck on the updating screen due to a temporary system freeze. A technical support specialist confirmed that a validation call was placed to the charge nurse on the 3rd floor to verify the station's status. The nurse validated that the station was no longer frozen and was functioning properly. With the issue resolved and confirmed, the ticket was prepared for closure. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine had frozen screen and unable to access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.